Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Associated mdrs# 1018233-2012-01725, 1018233-2012-01728, and 1018233-2012-01727.

Manufacturer narrative:
(B)(4). Additional info: date of this report: (B)(4) 2012. (B)(6).